Manufacturer narrative:
The initial reporter wsa present during the intraoperative radiotherapy procedure. The MFR investigated the process and rep samples. The site contact is: dr (B)(6), hosp.

Event description:
During pt preparation following lumpectomy with sentinel node surgery and advance of intraoperative breast radiotherapy (iort), an intrabeam balloon applicator malfunctioned. Following applicator insertion into the tumor cavity and inflation with saline, the surgeon noticed the balloon was partially deflated due to tubing separation between the check valve and the luer fitting. The surgeon reinserted the tubing, deflated the balloon and removed the applicator from the tumor cavity. After checking applicator integrity and operation outside the body, the surgeon reinserted the applicator in the tumor cavity, reinflated the balloon with saline and proceeded with the iort procedure. The malfunction caused a procedural delay of approximately 5-10 minutes. The iort radiation source was not inserted at the time of malfunction.